Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found the latch was missing the magnet and replaced the latch to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer stated that they were unable to access the medication from the affected drawer, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.